Event description:
A consumer reported that a patient experienced flickering in both lenses with a black arc on outside both sides five weeks after a bilateral intraocular lens (iol) implant surgery. The patient experienced a shimmer all the time as if a "nerve was twitching". The patient reported that they had not seen any improvement in five weeks although the doctor said the procedure had been healing well. The patient was distressed as a result of the surgery. No follow up can be conducted because the patient's and the surgeon's name are unknown. This is one of two medical device reports being filed for this patient. This report is for the patient's right eye (od).

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).